Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to wear on angle wire, angulation skips during angulation in up/down direction. Adhesive on bending section cover had a chip. The plastic distal end cover had a scratch. The connecting tube had a scratch. The forceps channel port was shaved. The protector of universal cord on suction connector side had a scratch. The scope connector cover unit had a scratch. The right/left knob and up/down knob had a scratch. The forceps elevator knob and lever had a scratch. The scope cover had a scratch. The suction connector had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration. The control unit had a scratch. The switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.